Manufacturer narrative:
The main component of the system and other applicable components are:product ID: 3889-28, lot# va1lles, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient was currently feeling aches and soreness throughout her back, butt, and leg. She also mentioned he leg feels numb more so when she was laying down and was told to turn stimulation off by the nurse. The patient continued to experience a lot of numbness in her leg the next day and had the device turned off to rule it out. The physician decided on removal. Additional information reported 3 days later that the patient was taken in on (B)(6) 2018 for a stage one advanced evaluation. The patient was taken in today (B)(6) 2018 for removal of the lead from the stage one advanced evaluation and would not be replaced in future. She was complaining of leg pain. The interstim was turned off for 24 hours and the pain was nonexistent. The interstim was turned back on and she said the pain returned and stayed on. The issue was resolved at the time of this reported. Patient has a list of medical issues which includes: severe chronic constipation, gi issues, chronic pain, a long list of allergies, unable to take pain meds. No further complications were reported/anticipated. The patient indicator for use are: urge incontinence.

Manufacturer narrative:
Updated. If information is provided in the future, a supplemental report will be issued.